Manufacturer narrative:
Product analysis : visual and optical examination reveals approximately ~3mm of the tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat, ductile fracture surface and circular material flow, consistent with torsional overload. The hardness of the driver is hrc 50. Conclusion: the above findings are consistent with torsional overload.

Event description:
It was reported that the tip of the driver twisted off when the surgeon was removing an old implant. No fragments of the product remained inside the patient.